Manufacturer narrative:
(B)(4) leak test failure. The analysis results of the (B)(4) device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from manipulation of inserted devices. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking pneumo whether there was a device inserted or not. Another device was used to complete the case with no patient consequence.